Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
It was reported that the patient underwent total knee replacement on (B)(6) 2015 and barbed suture was used. During the procedure the tab pulled off. The procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the device was returned and visual evaluation was performed. It was determined that two sides of the fixation tab had sheared off from the rest of the device. Failure observed for the complaint was not unusual and is expected if too much stress is applied to the device.